Event description:
It was reported that the inflow and outflow are rusty.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
This does confirm the alleged failure mode of inflow and outflow are rusty. Probable root cause: manufacturing/assembly error. Incorrect or inadequate packaging. Severe shipping conditions. Improper cleaning/sterilization leading to rusting/corrosion. User error with green light laser leading to component melting. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the inflow and outflow are rusty.